Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade during transseptal puncture and required hospitalization. The most suspected device is the needle and sheath utilized for the transseptal puncture and/or the sheath (abbott sl1 sheath, st jude brk needle) utilized to cross through the septum after puncture. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5151842.